Event description:
It was further reported that according to the physician, the patient's heart function generally bad. The death was due to a concurrent illness. No electrocardiography was performed and there was no data suggested stent thrombus.

Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ultramini meter is giving inaccurate high reading of "191 mg/dl." The patient's diabetes is managed with oral medication. On (B)(6) 2010, at 10 pm, the patient allegedly obtained the alleged high reading on the subject meter and then within 2 minutes developed symptoms described as "dizzy, sweaty, shaky, and nervous." At 10:15 pm, the patient managed his diabetes by taking more food/drink. There was no allegation of medical intervention for severe hypoglycemia or hyperglycemia as a result of the product issue. It would have been helpful to obtained clarification about the patient's diabetes regimen and the circumstances surrounding the alleged incident. According to the troubleshooting performed with customer service, the alleged inaccurate high reading was compared to normal results/ feeling. Replacement products were sent to the patient. This complaint is being reported because the patient claimed developed symptoms that can be suggestive of hypoglycemia after obtaining high result on the lfs meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.